Event description:
The customer requested repair of a xhibit central station (xcs) that shut down while in use due to a faulty fan on the video card. The unit was received by spacelabs healthcare and the reported problem was verified. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device. The customer approved the offer of the replacement.